Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. No traces of moisture were noted at the electronic or motor assemblies during visual inspection. The device also was received with cracked case at the display window corners and battery tube threads, and minor scratched display window.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that the insulin pump had recently been exposed to sweat. Blood glucose level at the time of the call was 111 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).